Manufacturer narrative:
H6: investigation summary the customer reported the tubing broke and spilled, and returned the affected sample. The sample was separated at the drip chamber, and the complaint is verified. A device history record review could not be performed on model 10802688 because a valid lot number was not provided by the customer. The tubing was visually analyzed under the microscope, and the root cause was found to be insufficient solvent applied during the assembly process. No other defects were observed. H3 other text : see h10.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced leakage and component separation. The following information was provided by the initial reporter: material no: 10802688 batch no: unknown issues with IV tubing breaking during endoscopy procedure causing fluid to spill over anesthetized patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced leakage and component separation. The following information was provided by the initial reporter: material no: 10802688 . Batch no: unknown . Issues with IV tubing breaking during endoscopy procedure causing fluid to spill over anesthetized patient.